Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, which resulted in peritonitis. The next day, the patient was hospitalized for the reported event. The treatment for the peritonitis included injections of fortum (500mg, route and frequency not reported) and heparin (500 international units, route and frequency not reported). It was unknown if the patient recovered from the peritonitis. Actions taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis was reported as due to a break in aseptic technique further described as the patient care taker was changed. Follow up information reported that antibiotic treatment was completed, peritoneal fluid was clear and the patient was recovered. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.